Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had partial display. The customer¿s reported there are dropped pump and the screen has dark spots on it making it difficult to read partial display. Blood glucose level was 75 mg/dl at the time of the incident. The customer was advised to pump will be sent back for analysis and will send a replacement. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. Unable to verify missing segment due to physical damaged to lcd glass. The insulin pump was received with minor scratched lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address label, stained serial number label and cracked reservoir tube lip.